Manufacturer narrative:
A stryker service representative evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not delivering defibrillation energy. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.